Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 600 mg/dl and the pump cannot go to the suspend mode. Customer also indicated that the prime took 10 minutes. Customer indicated they had high blood glucose due to food they had eaten. At the end of the call, the customer also indicated that the buttons were fine. Troubleshooting was declined by the customer. No further details given.